Event description:
A malfunction alarm identified as "malf 9" was reported, along with a fault ID of 9_0x20f1. The alarm did not cause the customer¿s blood glucose to exceed 500 mg/dl, indicating there was no adverse impact on the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and since no further malfunction codes recurred, the customer was advised to continue using the pump and to call back should any issues arise.